Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"The literature article entitled, ""high survivorship with cementless stems and cortical strut allografts for large femoral bone defects in revision tha"" written by young-hoo kim, md, jang-won park md, jun-shik kim md, and devarshirastogi, md published by clinical orthopaedics and related research published online 27 may 2015 was reviewed. The article's purpose was to report upon results of a study to determine (1) validated outcome sores; (2) radiographic signs of fixation and allograft healing; (3) frequency of complications; and (4) survivorship of the components after use of cortical strut onlay allografts in types iiib and IV femoral diaphyseal bone defects. Data was compiled from 120 patients receiving tha implants and allografts between 1994 and 2003. Depuy products utilized: cementless solution system stem (all hips). No information provided for acetabular components or bearing surfaces." This complaint captures the (B)(6) year old man who required re-revision to the solution system stem that was implanted during a revision surgery. He had persistent pain and received a larger size non-depuy stem. The article allegates the stem was loose and did not achieve bone ingrowth.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.